Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during the prime. The blood glucose reading was 137 mg/dl. The drive support cap appeared normal and recessed. The customer wears the insulin pump in a MRI building but leaves the insulin pump outside of the room. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.